Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on the rate/sense of the right ventricle. The patient was admitted due to an aortic aneurysm along with other issues and the staff had thought they had seen pauses. The device was interrogated. Lead measurements were normal. However, episodes were stored in the logbook which revealed noise and pacing inhibition. This noise at times could be reproduced. There was report that the patient was device dependant and the physician had ordered the device to be programmed with tachy therapies off. The patient continued to be monitored in the hospital with the device programmed to aai to provide lv pacing at 75 bpm for back up. The physician was still determining how to address with the patient's current stated.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was later surgically abandoned. It was also reported that the left ventricular lead was placed into the ra port to use as a biventricular device. This patient had chronic atrial fibrillation.